Event description:
It was reported that the femoral head provisionals are worn and no longer have an adequate fit with the mating stem. This was discovered during an inspection, not during surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.